Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. The noise was not reproducible through isometric testing. The device was reprogrammed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).